Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 256 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. However, the high pressure test failed. It was also reported that the insulin pump alarmed failed battery test. It was advised that the customer revert to a backup plant to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.